Event description:
Elderly male with history of atrial fibrillation. Procedure: electrophysiology study with ablation. 3-way stopcock was leaking on the luer lock side, which could have introduced air. Tried to problem solve source and changed the IV tubing but it still was leaking air. The stopcock was changed and there was no further leaking. No known harm to the patient, minor delay in procedure. Manufacturer response for stopcock, namic (per site reporter), will obtain.